Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which mdr1218950-2016-07311 was submitted. Please see the corresponding reports for evaluation data.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the screen is blank. There was no reported patient involvement.